Manufacturer narrative:
Summary of evaluation: evalaution results indicate that the cause of this event was a manufacturing error not detected by the inspection.

Event description:
The lag screw did not fit onto the lag screwdriver. The user had alternate lag screws available and was able to complete the procedure without further incident. This event did not cause an adverse consequence to the pt or surgical delay.